Event description:
It was initially reported that the pt's elective replacement indicator (eri) dropped significantly to 24 months, two months post-implant. The pt therapy manager (ptm) read "unsuccessful activations" and "500!". The pt stated there was no way he requested a bolus 500 times. Later the pt reported he received a 0616 error code on the ptm. A minute after the pt received this code the pt tried to give themselves a bolus and the lock out interval stated 3 hours and 16 minutes. The pt stated he was reasonably certain the pump malfunctioned. The hcp took away simple continuous dosing and was on 100% boluses. It was subsequently reported the pt will review the pump logs with the company rep at the next refill. The pt was currently programmed to flex dosing and was not using the ptm. The pt status was not noted at the time of this report. The pump contained bupivacaine, clonidine and sufentanil; the dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).